Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer support walked customer through pump reset, confirmed that error did not reappear, and later verified that pump and sensor connection worked normally with no further issues reported.